Event description:
It was reported that the customer had air bubbles in the reservoir. Customer's blood glucose level was 130 mg/dl. Customer's father stated that the air bubbles are about the size of the pencil tip and there are about 2-3 air bubbles. Customer's father stated that they did not rewind the pump with a reservoir in place. Customer's father has already changed the infusion set and reservoir and resolved the issue. Customer will be sent tubing clamps. Customer's father also reported that there was a leak past the 1st o-ring. Customer's father stated that he tapped out the air bubbles and pushed them to clear. Customer's father was advised to change the reservoir and monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.